Event description:
It was reported that during a stenting treatment procedure, a stent dislodgment occurred. Vascular access was obtained via the femoral artery. The 70% stenosed target lesion was located in the severely tortuous and calcified left common iliac artery (cia). A 9.0x30x75cm express ld vascular stent delivery system (sds) was unable to cross the target lesion. During withdrawal of the express ld vascular sds the stent dislodged inside the patient. The dislodged stent was retrieved with an unknown snare into the guide catheter and removed from the patient's anatomy. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is listed as good. This product is only ous approved but it is similar to and approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed the stent was returned detached from the stent delivery system. Two rows of stent struts at one end of the stent were damaged. The stent was severely stretched and damaged at the other end. There was no damage noted to the shaft of the sds. The balloon showed no evidence of being inflated. There was no damage noted to the distal tip. There was clear stent crimp marks noted on the balloon from where the stent had been originally placed in the correct position. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgment occurred. Vascular access was obtained via the femoral artery. The 70% stenosed target lesion was located in the severely tortuous and calcified left common iliac artery (cia). A 9.0x30x75cm express ld vascular stent delivery system (sds) was unable to cross the target lesion. During withdrawal of the express ld vascular sds the stent dislodged inside the patient. The dislodged stent was retrieved with an unknown snare into the guide catheter and removed from the patient's anatomy. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is listed as good. This product is only ous approved but it is similar to and approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).